Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's test went great. There "leads up in t9-10 (B)(6) 2017)" the patient waited until after the new year to put in stimulation. The leads on the left side didn't go as high as the right and looped over the right lead could not get left to work at all (B)(6) 2018 the patient reported the issues have not been resolved. The leads changed again on (B)(6) 2018 could not get left lead to work. Put one up the center and was still not working. The right side works, but not very good. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated he needs to meet with a manufacturing representative (rep) to get his ins going. The patient then clarified by saying the ins has not helped him at all. The patient stated he has had 2-3 different surgeries and nothing has helped yet. The patient stated they could not get the left side to work at all. The patient stated they took an x-ray and found out the left side was shut down 2-3 vertebra, so they stopped took the whole thing out put 2 new ones. The patient stated they could not get the left side to work, then they took that all out and put one right up the middle. The patient stated it is barely working, but he has to turn the stimulation up so high on both sides he cannot stand the pain. The caller stated it is still not helping his left side. The patient noted the trial worked perfect for the 6 days he had it. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the test worked fine, and after that it never worked up to par. They could get feeling up to the butt area, not to the lower back where they needed it. No further complications were reported/anticipated. [Please refer to (B)(4), recharging taking longer than expected]

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient¿s pain level (lower back pain) has been the same since before implant. The patient has only felt stimulation on the left and nothing on the right since implant. The patient has been reprogrammed several times since implant; however, all attempts have been unsuccessful. An impedance check was performed, and all electrodes were within normal range. A surgical intervention has been planned to resolve the issue; however, it has not yet been scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is still in a lot of pain, they have had five different surgeries and it's still not working right. No further information was reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient said his implant was done in florida. The patient needs stimulation for dire pain in his lower back but he feels it in his legs, it gets up to his upper thighs and pain is in lower back still in dire pain. Patient said most of his scs procedures were done in florida only one in il was the paddle lead. Patient said after the paddle lead surgery he spent a week in the hospital. Patient said after the paddle lead procedure he still does not get stim to his lower back. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient is going back home to chicago to see the physician that did their replacement. They added that the patient only lives in (B)(6) in the winter. No further complications were reported or anticipated.